Event description:
It was reported that the customer experienced low blood glucose levels of 33 mg/dl. The customer subsequently was hospitalized and was off the insulin pump for two days. The customer stated that he met with his healthcare provider to adjust settings. The customer stated that he was back on insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.